Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted that there were 7 low battery measurements leading up to elective replacement indicator (eri) tripping on (B)(6) 2014. It was noted the device was programmed to ovo mode a few hours before eri was tripped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited a battery voltage of 1.78 volts with an impedance of 100 ohms and elective replacement indicator (eri). It was noted that clinical data was not collected since (B)(6) 2014 due to eri. It was determined that the device experienced a measurement lockup issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.